Event description:
Following a fall or some other form of trauma, the patient was unable to turn his stimulator on or off. The patient was sent a new programmer and that didn't work. He also tried with and without the antenna. The patient was still getting poor communication. The patient was at home. His status was reported as "serious". The patient was encouraged to contact his health care professional. It was determined that the patient needed his stimulator reset. Interrogation was attempted with the physician programmer, patient programmer, and the recharger with no success. A power on reset (por) was conducted, but the patient had a family emergency prior to being able to clear the por and turn the stimulator on. The patient was contacted and advised that he needed to be seen again prior to being able to use the stimulator. Additional information had been requested from the health care professional, a follow-up report will be sent if additional information becomes available.